Manufacturer narrative:
(B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Additional information was requested and the following was obtained: product code? Do not have information. Have requested for customer to record going forward. Lot #? Do not have information. Have requested for customer to record going forward. It is stated event report noticed on numerous occasions, if that is correct- please confirm the specific number of patient events / procedures? Do not have information. Have requested for customer to record going forward. Have any of these events/procedures been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number? No. For each patient event please provide additional complaint details: event date, product code and lot number involved, procedure, event description, qty involved? Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed, was procedure completed successfully and how? Any sample return..etc? Do not have information. Have requested for customer to record going forward. "Traditional sutures" can you provide exactly which suture the surgeon is referring to- product code? Material ¿plus monocryl, vicryl and pds. How was these sutures stores in the hospital? The same way the "traditional sutures" were stored? Stored in the same way as all other sutures. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown plastic surgery on an unknown date in 2019 and antibacterial suture was used. The suture appears more fragile than traditional sutures. The suture has broken/ snapped. New suture was opened, 3 minutes delay in the surgery, sample discarded. No patient consequences reported.